Event description:
Per the clinic, the patient sustained a head trauma in (B)(6) 2022 (specific date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2023, to reposition the device under general anesthesia. The implanted device remains.